Manufacturer narrative:
(B)(4). The returned cuffed tracheostomy tube was received for evaluation. Visual inspection of the returned sample and all it's parts showed no anomalies. A dimensional test was performed on the cannula. The length of the cannula was measured at 2.086 which is within specifications ((B)(4)). The reported "dimension/diameter" failure was not confirmed.

Manufacturer narrative:
(B)(4).

Event description:
A report was received from a distributor stating the cannula for a tracheostomy tube, delivered to a user on an unspecified date in (B)(6) 2014, was too long. The distributor stated the patient has used this tracheostomy tube for an extended period of time and was able to recognize the defect prior to use. There was no patient involvement.